Event description:
The patient's relative reported that "[the patient] had surgery again," and "they found that the device was defective." The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.